Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient had an mi and coronary stenosis during the index procedure. This is a (B)(6) woman with medical history including dyslipidemia, hypertension, diabetes, and former smoker. The indication for the index procedure was a subtotal thrombotic mid lad lesion. In (B)(6) 2010, the patient presented with unstable angina and st changes. The target lesion was treated with thrombectomy and placement of one cypher stent. There was a 15 residual stenosis, no dissection and timi 3 flow post index procedure. The 2nd diagonal branch was treated with poba. There was a subtotal occlusion in the 2nd diagonal at the beginning of the procedure; however, the cypher stent placement "jailed" the side-branch creating a total occlusion. The site reported a 0% residual. There was no ck enzyme elevation post procedure; however, the troponin was elevated. The core lab reported no new major st-t abnormalities, no q waves and the following comment: "anterior t wave inversions are more prominent, but not new and appear to represent evolution rather than a new event" the site discharge summary stated that there was a non-ck elevated mi event. The patient was discharged on a dual anti-platelet medication regimen. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Mi is a known potential adverse event associated with coronary stent implantation and is often associated with thrombotic or restenosis events wherein the inner lumen of the coronary artery becomes narrowed and blood flow decreased. The myocardial tissues are starved of oxygen and other nutrients secondary to the decreased or stopped blood flow and it causes permanent cardiac damage. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Side branch "jailing" i.e. Coronary stenosis is a known potential adverse event associated with coronary stent implantation. In this case there was pre=existing stenosis of the side vessel that was completely occluded after plaque shift following the main vessel stent implantation. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel and procedural issues may have contributed to the reported events.

Event description:
This file previously contained only non-reportable events for this (B)(4) study patient. Additional information was received via the adjudication minutes on 10/25/2011. At the time of the index procedure, thrombus was noted at the baseline lesion prior to stenting with timi 2 flow. Post-procedure ck and ckmb were within normal limits. Post-procedure troponin I was 0.31 (uln 0.05). The site did not report event of mi, but the discharge summary diagnosis included non-st segment elevation, troponin positive, ck negative mi. The post-procedure course was uncomplicated and the patient was discharged the following day. The indication for the index procedure was unstable angina. The target lesion was in the proximal left anterior descending artery and was described as 95% stenosed, 25mm in length, and heavily calcified with possible thrombus present. The reference vessel was 2.5mm in diameter. The lesion was predilated with a 2.5 x 15mm non-cordis balloon at 12atm and a 2.5 x 28mm cypher was implanted at the target lesion at 12atm. The stent was post-dilated, as per standard procedure, with a 8.25 x 28mm non-cordis balloon at 20atm with 0% residual stenosis.

Manufacturer narrative:
Pre-procedure timi flow was 2, and post-procedure timi flow was 3. A side branch occlusion had occurred prior to stent placement and was also treated at the time of the index procedure. It was dilated by balloon angioplasty through the stent struts and was widely patent post-dilation. The side branch occlusion did not occur as a result of the stent. The patient was discharged the following day. Concomitant medications: clopidogrel 75mg 600mg intra procedure then 75mg, aspirin 325mg (B)(6) 2010 ongoing, metformin unk/unk/2000 ongoing, omeprazole 40mg bid unk/unk/1998 to (B)(6) 2010, fluoxetine 40mg bid unk/unk/2000 ongoing, estradiol 0.5mg daily unk/unk 1990 ongoing, enalapril 10mg daily ongoing, gabapentin 600mg bid unk/unk/2000 ongoing, multivitamin 1 daily unk/unk/2005 ongoing, atenolol 50mg daily unk/unk/2005 ongoing, pepcid 10mg daily unk/unk/2000 to (B)(6) 2010, magnesium 1 tab daily unk/unk 2000 ongoing, norvasc 2.5mg (B)(6) 2010, lipitor 03/02/2010 to (B)(6) 2010, docusate sodium (B)(6) 2010. Additional information will be submitted within 30 days of receipt.